Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator gears were cleaned and greased during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported there was a collimator iris pot error. A collimator iris pot error on this system will prevent the system from functioning. There is no report of injury or death associated with the event described in this complaint.